Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted in september 2005 for normal battery depletion. The device was returned for analysis in march 2006. In april 2006, routine analysis reported the device did not meet longevity standards.